Event description:
It was reported that during a remote follow up, right ventricular (rv) noise resulting in oversensing was noted. Additionally, pacemaker mediated tachycardia (pmt) was noted on the device resulting in arrhythmia. Provocative testing was performed and the noise was unable to be reproduced. Abbott technical support was contacted and the device was reprogrammed. The patient was in stable condition.